Manufacturer narrative:
Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under maintenance describes periodic maintenance which must be carried out by the user in order to keep the aia-900 in good condition, which includes daily maintenance, weekly maintenance, monthly maintenance, and once every three (3) months. The most probable cause of the reported event was due to lack of proper periodic maintenance being performed on the aia-900.

Event description:
On (B)(6) 2018, tosoh became aware that during an american association of bioanalysts (aab) proficiency testing performance with survey samples, the customer failed the folate analyte on the 1st quarter on the aia-900 instrument. The customer reported that folate was run 1 or 2 times per week. The customer reported that quality controls (qc) level 1 and 2 were within acceptable range; level 3 had low values. The customer reported that pre-treatment was made and stored in a refrigerator for three (3) days; the pre-treatment is only out for six (6) hours. The b/f wash probe is cleaned daily and decontamination was last performed on (B)(6) 2018. The technical support specialist (tss) agreed to send a new set of qc and new lot of folate test cups and pre-treatment. On 21-mar-2018, the tss followed-up with the customer and was informed that no calibration or decontamination had yet been performed on the aia-900 instrument, because only two (2) orders for folate had been received after reporting the issue with tosoh on (B)(6) 2018. The customer reported leaving the qc material and reagents warming up longer and it appeared that qc was now closer to the mean. The customer reported that folate survey samples were repeated and obtained results as follow: (B)(6). The customer was to perform decontamination procedure and recalibration on folate the following week and she was to repeat the survey sample #2 and contact tosoh. On 29-mar-2018, the tss followed-up with the customer and confirmed decontamination and reagent line cleaning had been completed. The customer reported that calibrations and qc were much closer to the mean. The customer was leaving the qc material out to room temperature before running and mixing the wash and diluent solutions. The customer repeated her aab survey samples and obtained results as follow: (B)(6). The customer will continue to user qc material when brought to room temperature and mix the wash solution and diluent solution bottles in the morning prior to running.